Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in germany where it was inspected by a trained f&p service technician. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the mr850 respiratory humidifier identified that the speaker was non-operational, confirming the reported issue. Conclusion: f&p healthcare's investigation was unable to determine the root cause of the reported issue. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare field representative, that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.